Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead is scheduled for an extraction. However, the reason is unknown. Attempt to obtain additional pertinent information was unsuccessful. This rv lead still remains in service. No adverse patient effects were reported.